Event description:
A literature review identified the article, alta[?] O, bayram s, aydin as, ayik ö, durmaz h. Management of scaphoid pseudoarthrosis surgery with wide-awake local anesthesia no tourniquet (walant) versus axillary block anesthesia: comparison of patient satisfaction. Plastic surgery (oakville, ont.). 2024 nov;32(4):638-645. Doi: 10.1177/22925503231157092. Pmid: 39430263; pmcid: pmc11489990. In this prospective study, 23 patients with scaphoid pseudoarthrosis (nonunion) that required surgery were treated with either wide-awake local anesthesia no tourniquet (walant, n=12) or an axillary block anesthesia (n=11). This study was conducted between 2015 to 2021 and assessed patient satisfaction using a visual analog score (vas), the michigan hand questionnaire (mhq), radiological examination for bone union, and a clinical examination. All patients were treated with a volar approach and used an acumed 2.0mm acutrak screw. There were no significant differences between the two treatment groups. Both the walant and axillary block anesthesia groups had a patient not achieve bone union (2 nonunion events total). Furthermore, the vas results were also similar between the groups on the 7th and 14th day postoperatively, although the vas score was significantly lower in the first three (3) days post-surgery in the walant group. No significant differences were seen in the 12 month mhq scores, time to union, or operation time. Thus, the authors concluded that the walant technique is safe and effective to treat scaphoid pseudoarthrosis (nonunion).

Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (24 total for this article): note, this MDR is included in the list below. . 3025141-2025-00701 3025141-2025-00702 3025141-2025-00703 3025141-2025-00704 3025141-2025-00705 3025141-2025-00706 3025141-2025-00707 3025141-2025-00708 3025141-2025-00709 3025141-2025-00710 3025141-2025-00711 3025141-2025-00712 3025141-2025-00713 3025141-2025-00714 3025141-2025-00715 3025141-2025-00716 3025141-2025-00717 3025141-2025-00718 3025141-2025-00719 3025141-2025-00720 3025141-2025-00721. 3025141-2025-00722. 3025141-2025-00723.